Event description:
The report received from the field indicated that the physician had a case with an obese patient. After the procedure was complete he tried to advance a 6 fr. Exoseal vascular closure device (vcd) thru the existing 6 fr. Avanti plus catheter sheath introducer (csi) and met resistance. He felt that he might have a kink and tried to pull the sheath back while trying to advance the exoseal. He decided to abort exoseal and try angioseal. He was successful, and there was no patient harm. Upon removing the sheath he saw a stretched area on the back of the sheath cannula that concerned him. He felt that the exoseal shaft had almost penetrated the sheath cannula wall. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a procedure a 6 fr. Exoseal device was attempted to be used for vascular closure thru a 6 fr. Avanti plus catheter sheath introducer (csi), however resistance was met during insertion and another product was used to achieve hemostasis. The reporter indicated that physician felt that he might have a kink and tried to pull the sheath back while trying to advance the exoseal. Insertion of the exoseal was not possible and angioseal was used instead. There was no reported patient injury. Upon removing the sheath he saw a stretched area on the back of the sheath cannula that concerned him. He felt that the exoseal shaft had almost penetrated the sheath cannula wall. It was unknown if the angle of access was between 30 and 45 degrees. The patient was reported to be obese. One non-sterile exoseal and a non-sterile 6fr catheter sheath introducer were received. (B)(4): the cannula was received damaged. The damage was performed from the inside of the cannula lumen to the outside. Dry blood was found on the cannula and the cap. The involved exoseal was introduced through the returned sheath introducer. The exoseal crossed the entire lumen with a minimum resistance at the damaged section. The od and ID of the body were measured near the damaged section and were found within specification. DHR review was not performed since the lot number was not provided by the customer. It was unknown if the angle of access was between 30 and 45 degrees. The cannula unraveled/stretched reported by the customer was confirmed. The cause of the damage on the cannula could not be determined during analysis. Controls are in place to prevent this type of failure from leaving the facility. The resistance/friction-inner lumen reported by the customer was confirmed. The cause of the resistance is caused by the damage on the cannula. The IFU instructs to advance the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). The IFU gives the following caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180 degrees, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd. Under special patient populations in the IFU, it is indicated that the safety and effectiveness of the exoseal vcd has not been established in patients with a bmi greater than 40 kg/m2. Based on the information provided for review, there are possible patient and procedural factors that may contributed to the reported events. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.